Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model kdr901, implantable pulse generator (ipg), implanted: (B)(6) 2003; model 457453, implantable pacing lead, implanted: (B)(6)2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an insulation break. The lead was capped and replaced. No patient complications have been reported as a result of this event.